Event description:
The customer reported that the device was inaccurate. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. The device powered on using ac but not on battery power. All alarm conditions were audible and visual. Manual and preset simulation tests were conducted to simulate multiple patient condition scenarios and no product performance issue identified related to spo2 and pulse rate. The battery and the battery charging circuit measured 0vdc during internal inspection. A known good battery was installed and the unit was able to charge the battery. System board design does not allow the battery to charge once it is substantially depleted. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event.

Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported that the device was inaccurate. No consequences, or impact to patient were reported.